Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up, a chest x ray confirmed that the right atrial (ra) lead dislodged. Non capture and undersensing were also observed on the ra lead. The ra lead was explanted. No patient complications have been reported as a result of this event.